Manufacturer narrative:
Upon receipt, the device underwent bench testing. Evaluation confirmed that components had sustained damage attributed to the device experiencing a drop or significant impact. Due to this damage, the AED was unable to deliver a shock during testing. Based on these findings, the device was removed from service and will be replaced under warranty. Although the original customer report did not involve patient use and was not considered reportable, evaluation confirmed a malfunction that could delay or prevent therapy delivery in a clinical situation. As such, this event is being reported in accordance with 21 cfr 803.50.

Event description:
The customer reported that a defibtech lifeline AED displayed service code 7333. They reported this did not occur during patient use.